Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high capture thresholds and high impedance measurements on the right ventricular (rv) lead. A fluoroscopy was performed and the trends indicated that the lead performance declining. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the rv was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.